Event description:
It was reported that the ilet touchscreen became unresponsive and the device was not usable, with a minor crack noted on the screen; the user allowed the battery to deplete and later recharged, but the issue persisted, and a replacement device was arranged. Symptoms included no injury. Outcomes included disruption of therapy use and the need for device replacement. Investigation included review of the reported malfunction, verification of device information, and user education on data sync, shutdown, and return. Investigation of this case revealed physical damage to the screen with a resulting loss of touchscreen function. It was concluded that the device experienced a screen failure consistent with damage, and replacement was warranted.